Event description:
It was reported that the patient¿s implantable neurostimulator (ins) and extension was explanted due to a decrease therapy unless the case of the ins was used as an electrode while the lead component tested ¿ok¿. The lead component remained implanted in the patient. The ins parameters at explant were case(+), electrode #0(-), #1(-), 1.5 volts, 450 usec, and 145 hz. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2006-(B)(6), (B)(4). Analysis of neurostimulator model 7426, serial # (B)(4), showed no anomalies. Analysis of extension model 748251, serial # (B)(4), showed the #2 conductor was broken at the weld in between the coiled-straight wire crimp sleeve. An open circuit was observed with electrode #2. No shorts between circuits were noted. (B)(4).